Manufacturer narrative:
The log file of the affected device was available for the investigation. The log file contains no entry regarding a technical device failure. The log entries show that on the reported date of event the device was switched on between 18:33 and 21:06. Directly after the device was switched on the alarm ¿supply pressure low¿ was generated. This alarm indicates that the connected oxygen supply did not supply sufficient flow to perform the ventilation based on the current settings. As the device alarmed ¿airway pressure high¿ a few seconds later, the insufficient supply pressure was only temporary. The alarm ¿supply pressure low¿ occurred more than 80 times within the following ventilation period. It can be concluded that the gas supply could not deliver the peak flow necessary during the ventilation. There is no indication of a device malfunction and the device reacted as specified by posting the corresponding visual and audible high-priority alarm.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a patient was ventilated with non-invasive ventilation in CPAP mode with 100% fio2. During the case the medical crew ran out of oxygen. It was reported that the patient deceased.